Event description:
It was reported that the user experienced a low glucose event indicated as ¿low¿ with a blood glucose reading of 39 mg/dl on the cgm and the ilet pump did not alarm because the dexcom transmitter pairing code had not been entered into the pump; the user relied on the dexcom app for readings and was educated to enter the pairing code so the pump could receive cgm data. Investigation included customer interview and troubleshooting. Investigation of this case revealed user setup error related to missing cgm pairing on the pump and successful recovery with standard hypoglycemia treatment. The user reported symptoms included confusion and weakness associated with hypoglycemia. Outcomes included the need for oral fast-acting carbohydrates, with blood glucose returning to range and no escalation of care. It was concluded that the event was due to user setup error with no device malfunction identified and that education on proper cgm-pump pairing and hypoglycemia treatment was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.